Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation review of the device confirmed the reported condition. The stress constraints at the junction of spikes and the upper digitizer handle exceeded the yield strength which caused a plastic deformation and ultimately breakage of one spike. .

Event description:
It was reported that during an initial knee arthroplasty after the tibia registration while removing the iassist alignment guide a spike fractured off in the patient's tibia. As a result the spike was removed from the patient and the procedure was completed with only a 5 minute surgery delay.